Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was not returned. The device as received had a balloon with a severely inverted tip. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1330203) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. No problem was found with second device under investigation.

Event description:
The following info was reported: "two devices did not work, possible device jam".